Event description:
It was reported the ultraflow catheter ruptured approximately 42 cm from the distal tip during an avm embolization with onyx and onyx was observed difusing in the patient's carotid syphon. Two days later this onyx cast migrated to the mca and physician was able to snared it out. No complication were reported to have occurred with the patient during this event.

Manufacturer narrative:
This device involved in this event has not yet been returned for evaluation a follow-up will be submitted after device evaluation is completed the device history records for the reported product lot number have been reviewed and no quality issues were noted. The product met the acceptance criteria prior to release.